Event description:
It was reported to fresenius medical care that a dialysis pt required hospitalization and platelet transfusion after a suspected heparin - induced thrombocytopenia (hit) event.

Manufacturer narrative:
(B)(6).